Event description:
The doctor was unable to insert the iab into the pt. (Multiple event to initial customer complaint number 97-00815) the iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications:unknown- reported 7/18/97.) (Pt's current status:unk- rpt'd 7/18/97.)